Event description:
The hosp coronary intensive care unit staff attempted to use the device to administer external pacing to a pt diagnosed as asystolic. The operator was allegedly unable to start the pacemaker. A backup pacemaker was made available and used with no other problems reported. The pt was not resuscitated. The reporter does not know which of the two pacemakers used during the reported event failed to function. The hosp risk manager indicated the device did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.